Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the connection to the supply bag. The patient stated they saw fluid under the homechoice by the procard. This issue was observed during setup, and the patient was not connected. The patient advised they were unsure of the source of the leak. There was nothing unusual found during troubleshooting that would cause or contribute to the reported leak. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.